Event description:
It was reported the intraocular lens was removed and replaced due to the pt's complaint of poor vision and the dr's observation of a discolored optic.

Manufacturer narrative:
The complaint device associated with this report was initially inspected under optical magnification and the reported failure was not confirmed. The lens was then rehydrated and inspected utilizing a slit lamp, results showed a clear optic with no evidence of discoloration. The iol met all mfg specifications prior to release. No similar complaints were received for the remaining lenses mfg in this lot. Cause of this adverse event is undeterminable.